Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer's blood glucose (bg) level was ¿high¿, per continuous glucose monitor reading; cause was unknown. The high bg was corrected via a manual correction injection and through blousing via the pump. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported high bg was identified.